Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation did not reproduce the reported symptom system error 322 alarms. Review of the event history log confirmed the reported symptom system error 322 alarms. The evaluation found that the flex cable connector, which makes the connection between the upper latch switch and the input/output printed circuit board, was observed to have malformed pins which were not parallel, resulting in an intermittent connection. The input/ output printed circuit board was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient injury.